Manufacturer narrative:
This MDR report was identified as meeting the criteria of submission to the FDA during a two-year retrospective review of complaints and MDR¿s following the receipt of an FDA untitled letter at our palm springs, ca facility. (B)(4). Failure analysis lab received a vela front panel and conducted a visual inspection. Visible ingress spots noticed around the edges on the touch screen display. The front panel was installed to a functional vela unit. The display was powered up in service mode and initialized patient-user displays and colors with no problems. A display calibration was performed. The touch display interaction was successful and could be calibrated. The customers issue could not be duplicated but the front panel failed due to visible moisture residue under the screen membrane causing intermittent operation. The failure was isolated to the touch display. This reported event considered a known issue addressed with an internal action. The vela front panel was scrapped.

Event description:
Display/monitor malfunction. The vela front panel touch screen does not respond when touched to any place of the display. When inspected there is small dots on the screen.